Manufacturer narrative:
Date of initial report: february 20, 2008. The incident sample was reported to be discarded by the site and is not available for evaluation. Additional questions have been asked of the customer. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that the ligasure atlas was being used in an esophagectomy. From the beginning of the procedure, the surgeon experienced tissue sticking of the tip of the jaws. Another ligasure atlas was opened and used for the procedure. The patient experienced some oozing bleeding.